Manufacturer narrative:
An event regarding an alleged audible noise involving an unknown implant hip was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "there is insufficient documentation presented to verify or assess this observance." Conclusions: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "the primary harm involved is in audible squeak following a total hip replacement. There is insufficient documentation presented to verify or assess this observance. Note is made in the documentation that this is a ceramic/ceramic articulation. Acoustic phenomenon have been reported in ¿hard on hard¿ bearing surface arthroplasty. Further documentation to further complete this assessment would include: operative reports, surgical implant records from the surgeries, pre and post op x-rays from the index and revision surgeries, outpatient office/clinic notes, implant retrieval. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Hip makes squeaky noises.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Hip makes squeaky noises.